Event description:
Visionaire oxygen concentrator caught fire. Fire extinguished without injury or property damage.

Manufacturer narrative:
The visionaire oxygen concentrator is being returned to airsep corporation for eval. A follow-up report will be submitted after the eval is completed.